Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call of hospitalization for diabetic ketoacidosis. The customer's blood glucose level was unknown. Customer indicated that the pump had multiple pump errors. The customer was advised that the device would be replaced and agreed to return the product for analysis. There was no further information provided by the customer or troubleshooting. No further details given.

Manufacturer narrative:
The pump passed the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. The pump passed the delivery accuracy test. The pump was received with a cracked reservoir tube lip.